Event description:
The reporter stated that she had gotten the er1 message, though she was uncertain about the number. She reported that she had used the color chart for comparison with the test strip and stated it showed as approximately 180 mg/dl. During troubleshooting with the lifescan rep, the possibility of improper timing in the use of the test strip was determined to be an issue.